Manufacturer narrative:
D10 concomitant medical products: egiaustnd - egiaustnd endogia ultra univ std stap, lot# p4e1009s egiaustnd - egiaustnd endogia ultra univ std stap, lot# p4e1009s egia60amt - egia60amt egia 60 artic med thick sulu, lot# p4g1205s medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic pancreaticoduodenectomy, the stapler was unable to be fired normally when resecting the duodenal tissue. The surgeon was able to press the green button but unable to squeeze the handle. The issue occurred on another set of handle and reload. A product from another manufacturer was used to resolve the issue and complete the case. There was no p atient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was fully fired. The jaws of the reload were closed. It was reported that the device did not fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: thick tissue, knife damage, and bent laminates. Visual examination found that the knife laminates were found to be damaged. The reload had damage to the cutting edge of the knife blade. Functional testing found that the instrument firing knobs were forcefully retracted and the reload was unloaded from the instrument. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always inspect the tissue thickness and select an appropriate staple size prior to the application of the universal stapler. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.